Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred, and the stent dislodged inside the patient. The 85% stenosed, heavily calcified target lesion was located at a bifurcation in the mid left circumflex (lcx) artery. The lesion was pre-dilated with a 2.0x15mm non-bsc balloon catheter for 3 inflations; once to 6 atmospheres (atms) for 5 seconds (secs), once to 12 atms for 5 secs, and once to 14 atms for 10 secs. The physician attempted to cross the lesion with a 2.75x38mm taxus liberte drug-eluting stent. A stent strut was damaged due to the lesion calcification while crossing the lesion. The stent fell off the balloon and became lodged at the distal end of the sheath. The stent was able to be retrieved with an unspecified snare. The procedure was aborted. There were no additional patient complications reported with the patient's current condition listed as "stable."

Manufacturer narrative:
Device analysis: the condition of the returned device was consistent with the complaint incident. Visual examination of the returned device revealed that the stent was returned separate from the device. Examination of the stent revealed severe stent damage. The entire stent was damaged. Some of the struts were stretched, misaligned, and flattened. A severe hypotube kink was measured at approximately 66.5cm distal from the strain relief. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is operational context.